Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was booting to standalone mode. The system was rebooted three times, both with the umbilical connected and disconnected, with no change. No patient was present.